Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported multiple no delivery alarms from the insulin pump while reading data from the carelink of the insulin pump. The customer would like to know the cause of no delivery alarms from the insulin pump. The customer was advised of the different factors that could cause a no delivery alarm. No additional information was provided.